Event description:
According to a police report, the end user was struck by a motor vehicle while operating the motorized wheelchair at a crosswalk. Allegedly, as a result of the incident, the end user was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. According to the police report, the end user was stuck by a motor vehicle while operating the motorized wheelchair at a crosswalk.